Manufacturer narrative:
The user facility did not provide the lot number for the prolystica hp enzymatic manual cleaner dye & fragrance subject of the reported event. As the lot number was not provided a review of the device history record (DHR) can not be performed. The products safety data sheet (sds) and label both state that gloves should be worn while handling the prolystica hp enzymatic manual cleaner dye & fragrance. The sds states, "personal protective equipment should be selected based upon the conditions under which this product is handled or used. Protective clothing. Gloves. Protective goggles. Wear rubber gloves or latex-free gloves." The prolystica hp enzymatic manual cleaner dye & fragrance label states, "wear eye protection, protective clothing, protective gloves." The user facility was provided a copy of the sds and counseled on the importance of wearing personal protective equipment (ppe) while handling prolystica hp enzymatic manual cleaner dye & fragrance. No additional issues have been reported.

Event description:
The user facility reported an employee obtained a rash on their hands and stomach after handling prolystica hp enzymatic manual cleaner dye & fragrance. The employee sought and received medical treatment.

Manufacturer narrative:
UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR. UDI related data quality updates only - alignment with gudid.